Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event and patient status, but further information was unable to be obtained.

Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a concomitant atrial fibrillation / left atrial appendage occlusion (laao) procedure, a versacross access solution was selected for use. The transseptal puncture was performed without any issues reported. A mapping geometry created. The mapping catheter fell out of left atrium to right atrium. At this time, the physician noted low blood pressure and global effusion noted on transesophageal echocardiogram (tee). The global pe was noted after tsp was completed. No, the vc was not in body. The physician proceeded with pericardiocentesis. The patient was admitted to the hospital due to the complication. The device is not expected to be returned for analysis (disposed). No further information was disclosed.